Event description:
(B)(4). I have had severe cramping, headaches, weight gained, mood swing and find myself very irritable. It has been effecting my life for over two years and just don't feel like myself anymore!!!